Manufacturer narrative:
Event date and implant date are approximated.

Event description:
It was reported by the patient that a thrombus occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. Patient called into the patient education specialist line to share her experience on (B)(6) 2019. Per patient, at 6 weeks post implant, a thrombus was visualized via transesophageal echocardiogram (tee). Pradaxa was continued for clot treatment. An unknown amount of time later, a follow up tee was performed to reveal the clot had resolved. Patient still continued on pradaxa. Another follow up tee was performed some time later, which a new clot was visualized. Patient stated, physician noted this was a new thrombus due to its different shape. At this time, medication regime was changed to eliquis. On (B)(6) 2019, patient had another follow up tee and the clot was resolved. Patient will remain on eliquis and have another follow up tee in (B)(6) 2019.